Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with org-9110a; sn: (B)(4), from patient monitoring: org keeps displaying intermittent comm loss. Investigation summary: the root cause of the issue was determined to be faulty ethernet cable. The cable is an accessory to the actual nk device. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused by a faulty cable, which is accessory, and not malfunction of the nk device.

Event description:
The customer reported that their multiple patient receiver (org) keeps having intermittent communication loss.